Manufacturer narrative:
The endoscope controller (ec) was analyzed and found to have camera errors. Upon visual inspection, the metal plate of the dual camera interface board (dcib) printed circuit assembly (pca) board was slightly damaged at the top, which was causing the reported failure. The returned endoscope passed the self-test with no issues. Communication errors were not replicated during in-house testing; no error message was observed. The camera passed all the qap (quality assurance procedure) testing. There was no problem detected. A review of the site's system logs for the reported procedure date revealed the following possible related system errors: camera power warning (power on: measured voltage out of range) as a result of these findings, failure analysis was able to conclude that the dcib was the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, two endoscopes exhibited errors when they were connected. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed errors being reported on two endoscopes. The customer noted that the surgeon observed that the second endoscope was difficult to push into the endoscope connector (ec), but the first endoscope connected easily. The customer was waiting for a third endoscope to be delivered from reprocessing, but the delivery was delayed. As a result, the surgeon elected to convert the surgical procedure from a single port procedure to a multi-port procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse replaced the endoscope controller (ec) as a precaution to correct issues with camera errors the fse inspected the two suspect endoscopes used as part of system verification. The fse noted that one endoscope was working as intended. The fse confirmed the issue of the second endoscope being difficult to insert into the ec port. The fse verified that the system was ready for use. Isi has not received the ec involved with this complaint to perform failure analysis. Isi has received the endoscope (part #430077-05, serial #(B)(6)) for failure analysis; however, the evaluation is not yet complete as of the date of this report. The event investigation is in progress.